Event description:
Boston scientific received information that this patient's device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensed noise was also observed on the electrogram. The physician suspected the ra lead was fractured due to a intrathoracic puncture. A revision procedure was performed to explant the ra lead and device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.